Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead had fractured resulting to high impedance and the patient having inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15644396. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients lead had fractured resulting to high impedance and the patient having inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.